Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working after the customer fell on it while in a bike ride. It was mentioned the insulin pump vibrates but there was nothing on the screen just a red light flashing. Customer's blood glucose value was 5.3 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return the device for analysis.